Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's wire harness designator w18 to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device "does not complete boot up sequence and cycles power continuously." There was no patient use reported with the event.